Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 41 shocks as inappropriate therapy for suspected atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed the report with the calling physician and discussed the device programmed settings, and it was recommended the device settings be adjusted to hopefully prevent this from reoccurring in the future. The device remains in service. No additional adverse patient effects were reported.